Event description:
It was reported that during an unknown procedure, the device broke. A new device was used to complete the procedure. There was no patient impact reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.